Event description:
Event description boston scientific received information that during a follow up visit, this atrial lead exhibited noise with arm movement. Review of the logbook revealed an impedance measurement greater than 3000ohms which had caused a lead safety switch to occur. A technical service consultant was contacted. No adverse patient effects were noted.